Event description:
It was reported that during patient's follow up visit lead dislodgement was found. No additional information was reported. Related manufacturer reference number: 2017865-2022-15665. Related manufacturer reference number: 2017865-2022-15668.

Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.